Event description:
Broken skin needle on urine used as a ground at skin level site. Both pieces recovered. No adverse effects noted. Specific pt was not documented. The product was part of a batch that facility rec'd in a committed group meeting.